Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device was discarded per hospital policy.

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device was discarded per hospital policy. It was reported that the patient underwent an ipg replacement procedure due to inadequate stimulation. No device malfunction was suspected.